Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10 internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned on(B)(6)2020 . An investigation was conducted on (B)(6)2020 . A visual inspection was conducted. Signs of clinical usage and traces of blood on jaw and on the handle was observed. The heater wire was observed to be intact. The clear silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. A microscopic inspection was conducted. The clear silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw, exposing a small part of the cold jaw. The detached clear silicone insulation was returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation had come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw insulation had come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.